Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose levels. The customer¿s blood glucose levels read hi on the glucose meter. The customer was spilling ketones prior to the hospitalization. The customer also mentioned that she lost her infusion set inserter. Nothing further was reported.